Event description:
The customer reported one occurence of an erroneously positive parathyroid hormone (pth) result for one patient involving a unicel dxi 800 access immunoassay system. The customer indicated that the original result was above the normal reference range of the assay while repeated results were within the normal reference range or slightly above the normal reference range. The erroneous pth result was not reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer reported a concern with quality control (qc) level 2 and 3 recovering low outside the laboratory's established limits prior to the event date. Review of the customer's qc data indicated that the pth assay was performing within precision but the customer had set the expected means too high for level 2 and 3 qc. Qc on the event date was within the laboratory's established limits. System check data from (B)(6) 2013 passed with all parameters within specifications. Beckman coulter field service engineer (fse) was dispatched but no significant hardware issues were identified. A cause for this event could not be determined. Unicel dxi 800 access immunoassay system part number a71456 was used in conjunction with the access pth reagent.